Event description:
It was reported that intermittently the pump ¿errored out a couple times¿. Customer changed the supplies to resolve the issues. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.